Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3987a60, lot# n255263, implanted: (B)(6) 2012, product type: lead; product ID 3987a60, lot# n255263, implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had been overdischarged for a second time. The patient had not used the therapy since (B)(6) 2014. The patient was charging the ins normally after having performed a physician mode recharge (pmr). The underlying cause of the overdischarge was thought that have been the ins placement. The overdischarge was resolved and the power on reset (por) was later cleared successfully. The patient was able to charge the ins and was reprogrammed with good coverage. The patient¿s healthcare provider (hcp) was planning to replace the ins with a non-rechargeable battery at a new location. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.